Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dyspnea and restenosis, as listed in the xience xpedition, everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The three other stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary stenting procedure, with implantation of a 2.25 x 15 mm multilink mini vision stent, a 2.5 x 28 mm xience v stent and a 2.5 x 12 mm xience v stent in the obtuse marginal artery. On (B)(6) 2013, the patient underwent an additional coronary procedure with implantation of a 2.5 x 38 mm xience xpedition stent in the circumflex artery. In 2014, the patient underwent another stenting procedure. The patient began experiencing shortness of breath and pain in her back, an angina equivalent. She was seen by her physician, who recommended cardiac catheterization, which was performed on (B)(6) 2015. Reportedly, the catheterization indicated that the back vessel in her heart was completely blocked. At this time, no additional intervention has been performed to treat the restenosis in the obtuse marginal artery and the circumflex artery, the arteries that extend to the back of the heart and the patient indicates that she is not a surgical candidate. The patient did undergo an additional stenting procedure to treat a lesion in the mid left anterior descending artery. No additional information was provided.